Manufacturer narrative:
A ge representative evaluated the system and found the system still had an odor of a burned component, but was unable to find any compromised item. System booted up and worked as intended. Performed several boot-ups and several fluoro shots, at normal and at high level fluoro. System appears to be working as intended.

Event description:
Customer reported the system would not boot and there was a burning smell coming from the workstation. No patient injury was reported.